Event description:
It was reported the patient had an elective pump replacement due to pump size. On (B)(6) 2011, the patient underwent the pump replacement surgery. The physician did not aspirate the catheter peri-operatively. The catheter was disconnected from the old pump and clamped. The new pump was filled with drug (lioresal) and after a purge bolus of the pump tubing, the new pump was connected to the implanted catheter. On (B)(6) 2011, the patient experienced increased spasticity. On (B)(6) 2011, the patient experienced "respiratory insufficiency (overdosage symptom)". Surgical intervention was performed; the physician opened the incision and noted there was a visible leak between the connector and the pump. The physician stated that it looked like cerebrospinal fluid (csf). The physician performed a re-connection, the "leakage solved", and the incision was closed. On (B)(6) 2011 the ICU diagnosed multiple organ failure (mof) for the patient. On (B)(6) 2011, the patient expired due to mof. Per the report, the "...physician stated that mof was not related to MDR system". The devices remained implanted; pump printouts were not available. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).